Manufacturer narrative:
Patient demographics (date of birth) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions.

Event description:
It was reported that a total knee replacement surgery took place on (B)(6) 2016 and was completed successfully. Due to the presence of acute inflammation, an incision and drainage procedure was performed on (B)(6) 2016 in order to clean out the joint. Patient symptoms had begun one week prior to revision procedure. The tibial bearing was removed from the patient in order to clean out the joint. Another bearing (ar-503-a213, lot 113601346) was implanted after the joint was rinsed out. This procedure was completed successfully. The patient was placed on antibiotics prior to the procedure. A culture was taken which was positive for staph. Patient: female, (B)(6). Patient is diabetic.